Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
Event reported by a consumer (patient's daughter). Immediately after intraocular lens (iol) implantation, the patient experienced endophthalmitis. Surgical and medical intervention were provided. The patient was seen by an ophthalmologist on (B)(6) 2017. The eye was not calm. Uveitis was reported. An anterior chamber punction was performed and medical treatment was prescribed. Increased intraocular pressure (iop) was noted and medical treatment was prescribed. On (B)(6) 2017, the patient was seen again at the emergency room due to uveitis.